Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted and lifted upwards from the stent profile. There was no evidence of stent strut breakage. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent fracture occurred. The 22x3.0 mm, concentric, de novo, 84% stenosed target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous and moderately calcified left circumflex (lcx) artery. Predilation was performed with an unspecified balloon. A 24 x 3.00mm taxus¿ liberté¿ stent was selected to treat the lesion. When the stent reached the proximal of the lesion, the stent could not cross the lesion. Angiography was performed and revealed that the distal portion of the stent body was lifted and broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent fracture occurred. The 22x3.0 mm, concentric, de novo, 84% stenosed target lesion containing a lesion bend of <=45 degrees was located in a mildly tortuous and moderately calcified left circumflex (lcx) artery. Predilation was performed with an unspecified balloon. A 24 x 3.00mm taxus liberté stent was selected to treat the lesion. When the stent reached the proximal of the lesion, the stent could not cross the lesion. Angiography was performed and revealed that the distal portion of the stent body was lifted and broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.